Event description:
It was reported that the attachment device experienced and undetermined malfunction. During service and repair, it was further clarified that the device would not rotate a cutter device. It was unknown to the reporter if the device was used in surgery, or if there was patient involvement. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The exact date of the event was unknown ¿ it was stated by the reporter that the reported condition occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that device would not rotate a cutter device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear of the bearings over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.